Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. The customer reset the pump themselves without reporting the issue again, and technical support advised them to continue using the pump and to follow up if the malfunction recurred, which the caller understood and acknowledged.